Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found reservoir no leakage anomaly when removing the plunger, plunger was easy to connect/release properly. Also, ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion: reservoir does not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump insulin leaked past both o rings and the o rings fell out. Customer's blood glucose was 204mg/dl at the time of incident. Troubleshooting found that the pump self test passed and the customer indicated that the reservoir compartment was dry.  Customer was advised to monitor the pump and call back if necessary. No further details given.